Event description:
A malfunction on the pump was reported by the customer. The blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided the customer with information to reset the pump and assisted in the process. The malfunction code did not recur, and the customer was advised to continue using the pump and to contact support if the issue reoccurred.